Event description:
It was reported that pump touchscreen had delayed response and required several presses with increased pressure before responding. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.